Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the alarm silence button was not responding due to a misalignment of the touch position. The pse recommended that the touchscreen needed to be replaced. Since the issue could not resolved by calibrating the touchscreen, the touchscreen was replaced, and the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a failure in the touchscreen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was no response when the sound silence button on the screen was pressed, and the touchscreen could not be calibrated. The pse found that there was a misalignment of the touch position due to a failure in the touchscreen and recommended that the touchscreen needed to be replaced. The pse is waiting for an order from the customer before scheduling the repair.